Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure it was reported that the screw broke and stripped the set screw. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that no pre-existing defect has been identified at the level of the damages. The damages of the mas and the setscrews are consistent with the cross-threading of the setscrews. Cross-threading may happen when the surgeon tries to engage the setscrew on the bone screw head once pushing the rod with the setscrew.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.